Manufacturer narrative:
The technician accidentally deleted a patient from the browser, which requires a re-scan. This issue was summed up as user error, not device malfunction. There was no harm to the patient or user. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
The technician accidentally deleted a patient from the browser, which requires a re-scan.